Event description:
This pt was skin tested twice with no untoward response. The pt received bovine collagen injections and after more than three weeks developed redness and induration at the treatment sites. The pt was given oral zyrtec, oral prednisone and intralesional triamcinolone.